Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 1000 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the insulin pump had given multiple motor error alarms in november. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.